Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.

Event description:
Received info that load fill tubing was stopped and a message asking for minimum of 50 units of insulin was displayed. Reportedly, the cartridge had been filled with 300 units. Tandem tech support had customer redo the load process with the same cartridge and received the same issue. The customer was then assisted with loading a new cartridge. The load process was successfully completed and insulin was resumed. There was no impact to the customer's blood glucose level.